Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump was randomly going to the verify screen and received several loss of prime warnings. There were no alarms prior to the no prime warnings. The patient confirmed that there were no cracks to the pump casing and no trauma to the pump. The battery and cartridge caps were secure and the yellow o-ring was not visible. There is no reported adverse event with this complaint. This report is made based on the allegation of the intermittent power loss issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed power on resets recorded. There were no alarms related to the complaint recorded in the alarm history. On examination, there was not damage noted to the battery compartment or the battery cap. The battery cap was tested and found to be within specification and was able to be attached securely and properly to the pump. The pump was exercised for 24 hours with returned battery cap with no power interruption. The pump cover was removed for investigation and did not reveal any evidence of damage or moisture to the internal components. Investigation was not able to duplicate the complaint.